Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the stapler tripped and staples came out badly formed and staple line was incomplete. Surgeon over sewed to fixed the incomplete staple line.